Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient experienced an increase in frequency and intensity of seizure for the past week. It was noted that the patient was currently having daily cluster of seizures in both wake and sleep. The duration is noted to be less than 2 minutes. It was noted that the patient has required the use of oxygen with seizures. Attempts to obtain additional relevant information have been unsuccessful to date.